Event description:
Pt was in surgery for hemi-arthroplasty, after a femoral neck fracture. The canal was reamed to size 2. Cemented prosthesis. The cement inserted set up extremely fast (3 1/2 min), hardening during insertion of final prosthesis which was only 1/2 way down. During attempts to remove cement, a spiral fracture was created. Open reduction and internal fixation was performed. Pt will be non-weight bearing for 3 months.